Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received and the evaluation was completed. A visual inspection with the naked eye noted a patient line was separated from the cassette component. Functional clear passage testing was performed with no issues noted. Functional leak testing revealed a leak at the patient line cassette port. The reported condition was verified. The cause of the condition could not be determined. The patient line tubing was not returned to see if it was damaged or if it showed evidence of once being properly connected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified tubing line of an amia automated pd cycler set had disconnected which resulted in leak. This was observed while disconnecting from automated peritoneal dialysis (pd) therapy. It was further reported that fluid was leaking on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.